Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of their insulin pump having battery out limit alerts and a blank display. Customer states to have tried to remove battery and reset, but display remains blank. The customer's blood glucose level was 247mg/dl. Troubleshooting was conducted, and the pump passed the self-test. The customer was advised to monitor the pump and call back if issues persist. The customer is being sent out replacement battery cap.